Event description:
Adverse event: death following anoxic brain injury during mitral valve surgery device: medtronic eopa cannula brief statement of facts: patient underwent a radical mitral valve reconstruction procedure on (B)(6) 2011. A medtronic eopa cannula was placed prior to surgery. The surgery was uneventful until the cross clamp was removed and it was realized that the patient's blood pressure had been abnormally high throughout the case but these readings were not consistent with the tension palpated on the aorta (which suggested a much lower blood pressure). The cannula was pulled back and then the blood pressure was recording abnormally low requiring vasoactive medications. She was taken to the ICU. She coded on (B)(6) 2011 and died on (B)(6) 2011 due to extensive bilateral cerebral hypoxic/ischemic injury. FDA safety report ID #: (B)(4).